Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. Further, the patient did not charger the ipg for about two months. As a result the ipg is inoperable and unable to communicate with multiple external devices. A sjm representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 where in the ipg was explanted and replaced which resolved the issue.